Event description:
It was reported that this right ventricular (rv) lead had fractured, resulting in high impedance. A boston scientific technical services (ts) consultant advised the device be disabled. At this time, this lead is still currently in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had fractured, resulting in high impedance. A boston scientific technical services (ts) consultant advised the device be disabled. Additional information received indicated this lead had no capture and was subsequently surgically abandoned. A new rv lead was successfully implanted. No additional patient adverse effects were reported.